Manufacturer narrative:
Review of the scheimpflug scans for procedure #(B)(6) shows a dense cataract just below the capsular surface in the region of the complaint which may have influenced the efficiency of the cut. This could have contributed to the reported capsular tear. No further clinical follow-up required.

Event description:
On (B)(6) 2025, while cas was on-site for surgery support, doctor (B)(6) reported a tear in the capsulotomy in the temporal region during procedure ID #(B)(6).